Event description:
It was reported that this right ventricular (rv) lead exhibited non-physiologic lead noise with oversensing. In addition, rv pace impedance trends showed 3 dips in measurements from the usual range (667 ohms) to 487 ohms, 511 ohms, and 355 ohms. Boston scientific technical services (ts) recommended bringing the patient in for further lead evaluation and x-rays as this appears to be a lead integrity issue. This lead continues to exhibited noise with oversensing and decreasing pace and shock impedance measurements and lead evaluation was recommended. The patient is not having pauses higher than 2 seconds and is not dependent. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).